Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Historically, the patient had a fall and broke the clavicle. Boston scientific technical services (ts) suggested to have an x-ray to confirm if the fall caused lead damage. Additional information indicated that chest x-ray was performed, and lead damage was confirmed. A lead revision was planned within the next few weeks. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial MDR in blocks f10: device code and patient code and h6: device code and patient code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Historically, the patient had a fall and broke the clavicle. Boston scientific technical services (ts) suggested to have an x-ray to confirm if the fall caused lead damage. Additional information indicated that a chest x-ray was performed, and lead damage was confirmed. A lead revision was planned within the next few weeks. As of this time, this lead remains in service. No adverse patient effects were reported.